Event description:
Boston scientific crm received information that noise was observed on the right ventricular shock channel from this right ventricular defibrillation lead. Additionally, review of device data indicated that shocking lead impedance measurements of less than 20 ohms had been detected during one episode of therapy delivery. The patient with this lead had reported to the emergency room (ER) because of receiving multiple shocks, some of which were due to the noise. Interrogation of the patient's device in the ER indicated a fault code for "shorted condition detected for delivered shock". Subsequently, this lead was explanted due to damaged insulation. No other adverse patient effects were observed.

Event description:
This lead was returned for analysis.

Manufacturer narrative:
Visual inspection noted damage to the triluman insulation and the conductors from 34.5 to 36 mm from the is-1 terminal pin. Electrical testing indicated that the negative rate/sense conductor coil was not continuous. Microscopic evaluation indicated that the insulation and conductor damage was caused by localized compressive stress on the insulation surface. Due to the location and the type of damage exhibited and the information reported with the lead, it was concluded that the damage was caused by lead entrapment in the clavicle-first rib region.

Manufacturer narrative:
At this time, no additional information is available and this lead has not been returned for analysis. If additional information is received, this report will be updated.